Manufacturer narrative:
The ge service rep adjusted the camera iris such that the system returned a value of 61kv with 1mm copper plate. The system is functioning properly.

Event description:
The customer reported that the images are washed out. No pt injury was reported.